Manufacturer narrative:
Visual examination revealed that the luer luer fitting was separated from the end of the irrigation tubing and was not returned with the device. The separation occurred at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid found on the handle, main body tubing, distal end and inside the irrigation tubing. Dried saline found on the distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Correction: device code (B)(4).

Event description:
It was reported there was insufficient irrigation flow to the catheter. A nav mifi oi was selected for a ventricular tachycardia ablation procedure. However during ablation the physician noted a leak in the flushing line. The irrigation was not adequately cooling the device with a high temperature readings of 46 degrees celsius. The procedure was completed using another device. No patient complications occurred.

Manufacturer narrative:
Visual examination revealed that the luer fitting was separated from the end of the irrigation tubing and was not returned with the device. The separation occurred at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid found on the handle, main body tubing, distal end and inside the irrigation tubing. Dried saline found on the distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported there was insufficient irrigation flow to the catheter. A nav mifi oi was selected for a ventricular tachycardia ablation procedure. However during ablation the physician noted a leak in the flushing line. The irrigation was not adequately cooling the device with a high temperature readings of 46 degrees celsius. The procedure was completed using another device. No patient complications occurred.

Event description:
It was reported there was insufficient irrigation flow to the catheter. A nav mifi oi was selected for a ventricular tachycardia ablation procedure. However during ablation the physician noted a leak in the flushing line. The irrigation was not adequately cooling the device with a high temperature readings of 46 degrees celsius. The procedure was completed using another device. No patient complications occurred.